Event description:
It was reported that the customer had high blood glucose levels of 350 mg/dl. The customer treated with a manual insulin injection. The customer reported a couple of failed battery test alarms on the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer then changed the battery on the insulin pump. The insulin pump thereafter reset itself and erased the settings on the insulin pump. The insulin pump was not alarming at the time of the call. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.